Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer reported that while she was in the hospital, the insulin pump delivered 30 units of insulin. The customer was unsure if she bolused or if the device bolused on its own. The customer's reading was 600 mg/dl. The customer reported that she had a cold and a virus prior to the incident. The customer was treated with manual injections and the insulin pump. The customer was wearing the device at the time of admission. The customer had been in the hospital for 1 week at the time of call. The customer reported a past no delivery alarm. The alarm history showed a past low reservoir alert. The customer performed the high pressure test and it passed. The insulin pump was not replaced or returned.